Manufacturer narrative:
The product has been received and evaluation anticipated, but not yet begun. The manufacturing site has opened a CAPA 392-05-015 to address this issue.

Event description:
It was reported to nellcor puritan bennett on 10/05/05 by an ems coordinator that the o2 connecting tubing was pulling out of the plastic intake collar. This was noted prior to use on a patient. There was no patient harm.